Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported he was hospitalized on (B)(6) 2014 for high blood glucose. He stated the issue was caused by him because he did not know how to use the insulin pump. Since then he has been trained and there have been no further complications. Customer's blood glucose was 700 mg/dl when admitted. He stayed for three days and was treated with an insulin drip. Customer had diabetic ketoacidosis. Customer declined troubleshooting for high blood glucose because the device did not malfunction. Nothing further reported.